Event description:
It was reported that patient underwent an arthroscopy of the knee with meniscal repair on an unknown date and suture was used. Approximately three weeks post operative, the patient presented a wound dehiscence and drainage at the site. The wound was debrided and the sutures were removed. The patient was treated with bactroban. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03109. The same patient is represented in each medwatch.